Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting false "air in line" alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming there was no adverse patient effects. H6: health effects updated..

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the air detector sensitivity, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).